Event description:
It was reported that it's taking a long time to charge implantable neurostimulator (ins), which started about 4-6 weeks ago. They said sometimes its also hard to connect wirelessly to the implant, unless they put the programmer right against the implant. Pt (patient) said they called representative (rep) today and was told to call to replace the controller. Pt also said they think their implant might have moved which could be related to this problem. Pt also mentioned that they have neuropathy and their healthcare provider (hcp) recommended that pt (patient) try a program for neuropathy, but says they are working with rep on this and will meet with them on monday. Patient says rtm ( recharger telemetry module) looks intact. Controller port looks intact. The issue was not resolved. A request was sent to the repair department to replace the device.

Manufacturer narrative:
Product ID 97745nt serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.